Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited error 46400 alarm. No adverse effects reported.

Manufacturer narrative:
Other text: b5: additional information received on 22-sep-2021: event did not occur while the pump was in use with the patient. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was not duplicated. Pump passed all functional tests and there was not any errors in history. No faults found during testing. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.